Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and noise. The right ventricular (rv) lead exhibited short ventricular to ventricular intervals, oversensing and noise. The leads remains in use. No patient complications have been reported as a result of this event.